Manufacturer narrative:
Needle break off during use. This is the 2nd related complaint for needle break off during use on lot # 7038880. A lot history review for lot 7038880 cat no. 320122 was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. (Fiona mullally 18 december 2017) conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra fine¿ insulin pen needle(s) ¿broke¿, during use. There was no report of injury or medical intervention.